Manufacturer narrative:
Pending engineering evaluation.

Event description:
As reported, the instrument broke during surgery. There is no clue if the screw has been tight at its max. Tip snapped while tightening screw on base plate. The rep was present. The broken part was irretrievable from screw head and was left. The snapped tip is covered by insert and should not be able to loosen. There was no delay to the surgery. There was no delay to the surgery.

Manufacturer narrative:
Device evaluated by MFR: the engineering evaluation noted the fractured ball tip driver reported in experience (B)(4) was likely the result of applying torque greater than the yield strength of the material, which lead to shearing off of the ball-tip, which was retained in the head of a screw used with the tibial tray. The torque limiting driver handle that should have been used in this case may be in need of calibration and may have contributed to the device fracture. However, this cannot be confirmed because the reported ball tip driver or a torque limiting driver handle was not returned for evaluation. *no information provided in the following section(s): a2, a3, a4, a5, b6, b7, d4 (expiration date), d7, h4. *the following section(s) have additional info: g4, g7, h1, h2, h3, h6, and h7.